Manufacturer narrative:
Device returned to manufacturer: the wolverine was returned and analysis was completed. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located at the center of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues. The markerbands, blades and tip section of the device were visually and microscopically examined, and no issues were noted. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified no kinks or issues with the shaft or hypotube of the device.

Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a 75% stenosed, moderately calcified and moderately tortuous lesion in the middle portion of the left anterior descending artery. The 10mm x 3.00mm wolverine coronary cutting balloon ruptured on the first inflation at an unknown pressure. The procedure was successfully completed with a different device without issue or patient injury.

Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a 75% stenosed, moderately calcified and moderately tortuous lesion in the middle portion of the left anterior descending artery. The 10mm x 3.00mm wolverine coronary cutting balloon ruptured on the first inflation at an unknown pressure. The procedure was successfully completed with a different device without issue or patient injury.